Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 months, 14 days. Investigation conclusion: the reported event of the battery drained half of its power was not confirmed through this analysis. The 14v li-ion battery was functionally tested using laboratory test equipment and found to operate as intended; no log files were submitted for review. The battery inside a test battery clip and the connections between a test system controller and the battery clip were manipulated while the system was running on the mock loop; no alarms were noted. The system continued to operate as intended without any functional issue. The battery underwent a charge/discharge test on the maccor system without issue. The battery functioned as intended during analysis, including battery run time testing. The physical condition of 14v li-ion battery, (B)(4), was unremarkable; the case was undamaged. However, some terminals had a dark discoloration (possible burn marks). These marks were mostly observed at the center of each terminal. The provided information indicated that the 14v li-ion battery was exchanged and no further issues have been reported at this time. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event. Heartmate 3 patient handbook and heartmate 3 instructions for use address all alarm conditions, and the actions to take when the alarms cannot be resolved. Heartmate 3 instructions for use informs the user that ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance as prescribed in this section. Battery run-times and expiration with the heartmate iii lvas system are addressed in the heartmate 14 volt li-ion battery instructions for use (IFU) and the heartmate iii patient handbook. The patient handbook states that ¿when two, new, fully charged heartmate 14 volt lithium-ion batteries can power the system for 17 hours. How long the batteries can power the system depends on your activity level. If you are more active, the run time will be less.¿ heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the battery drained half of its power while the patient was on clinic visit. The battery was replaced and was returned for evaluation. During the evaluation of the battery, a dark discoloration around the terminals was observed and believed to be burn mark.